Event description:
New information noted the patient initially presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) was undersensing low amplitude r-waves. No changes or interventions were performed. There were no patient consequences.

Event description:
Related manufacturer reference number: 2017865-2023-10042. New information noted the implantable cardioverter defibrillator (ICD) was explanted and replaced. The right ventricular lead was capped and replaced on (B)(6) 2022. There were no patient consequences.

Manufacturer narrative:
The reported event of under-sensing was confirmed. The implantable cardioverter defibrillator (ICD) was returned for analysis. The device behaved as expected and according to its programmed settings. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The cause of under-sensing was due to external (non-device related) factors.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the implantable cardioverter defibrillator (ICD) was intermittently undersensing the ventricle. The patient condition was unknown. No further information was reported on this event.